Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4)) found a broken connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations and failed back syndrome. It was reported that the recharger was not charging. It was noted that the tip on the recharger came out and was "sticking in the machine." It was noted that the stimulation was not working right. It was further reported that the ac adaptor had the connector broken off. It appeared to have occurred through product use. No patient harm reported. The desktop charger was returned and analysis found there was a broken connector. Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.